Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was replaced due to phrenic nerve stimulation and the inability to program around it. A new lead was implanted. The lead will not be returned. No additional adverse patient effects were reported.